Event description:
During a c-section, the bulb syringe that comes in the prepackaged c-section packs was too hard to compress in order to remove secretions. Another bulb had to be opened, but it did not deflate well either.